Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the patient was boosting in bed, the trach tube came part way out. Upon assessing the tube just slid very easily through the bite lock and was too far out to push back in, patient was bagged while preparing to re-intubate. Patient was reintubated with no complications and placement was verified via x-ray.